Event description:
On (B)(6) 2013, reporter contacted animas, alleging that the display screen is dim. Reporter stated that the pump was not exposed to moisture and there was no trauma to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/19/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 12/10/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.visual inspection of the pump found some cosmetic damages. On investigation the pump powered up to a dim and discolored display screen with appropriate audio and vibration alerts.